Event description:
Caller indicated the glucocard vital meter was giving high readings. The customer took a blood test early sunday evening and received 375mg. He treated himself with humalog right after based on the reading of 375mg. He waited for one hour to test again. He used his mother's meter and received a reading of lo. He tried to increase his blood sugar by drinking some orange juice and eating some candy but he couldn't get it up. He stated he was feeling dizzy and shaky. He called for a taxi cab to take him to the emergency room. After he arrived the medical professionals tested his blood and received a reading of 30mg. The hospital treated him with an IV sugar solution and monitored him. Verified he seals the bottle cap immediately after removing a test strip. He stores the meter and strips in his bedroom. The strips were opened about 2-3 weeks ago. He is not receiving any oxygen therapy. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.